Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was damaged and the device was cracked; the side plates were exposed and damaged. The comb and damaged side plates were replaced and resolved the reported issue. Review of the previous repair record identified the comb was bent and replaced, which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported during testing there was a dent in the comb and cracks in the unit. There was no harm, delay, or other contact. There was no adverse event reported as a result of this malfunction.